Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A leak test was performed on the unit by filling the reservoir with colored water. During fill, leakage was noted at the connection of the tubing located inside the patient control module housing. Visual examination of the disassembled unit determined the location of the leak was along the welding of the pillow. The root cause was determined to be a manufacturing operator error of the solvent-bonded junction. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in october 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) leaked at the reservoir during filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.